Manufacturer narrative:
Concomitant products: 3708140, neuro extension, implanted: (B)(6) 2009; 3708120, neuro extension, implanted: (B)(6) 2009; 37712, pain stim ipg, implanted: (B)(6) 2009; 3776-60, pain stim lead, implanted: (B)(6) 2009; 3776-60, pain stim lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "can't breathe" and the implantable pulse generator (ipg) is "skipping in there" in the chest. The ipg remains in use. No further patient complications have been reported as a result of this event.